Event description:
It was reported that upon interrogation, the pulse generator exhibited noise reversion episodes on the ventricular channel. Noise was not reproducible. Other electrical values were stable and in range. No intervention was performed. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).